Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Reported by (B)(6) that the surgeon had an issue connecting the screw of the augment. He was sure that the screw had threads, so it may have been a user issue. Under a 5 minute delay in the procedure. No patient harm. A different part (880-315/11) was used instead. The representative commented that he later used the augment on a sample femur to test it and had no issue with the screw or connection. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Reported by (B)(6), that the surgeon had an issue connecting the screw of the augment. He was sure that the screw had threads, so it may have been a user issue. Under a 5 minute delay in the procedure. No patient harm. A different part (880-315/11) was used instead. The representative commented that he later used the augment on a sample femur to test it and had no issue with the screw or connection. [Customer].